Event description:
Consumer left a comment on an orasure technologies, inc. Inteliswab facebook post stating: "my son came was given a pcr test which came back positive, we had one of these took it the same day and it came back negative. I really doubt the effectiveness of these at home tests."

Manufacturer narrative:
9/16- revised to correct a typo in event.

Manufacturer narrative:
9/16- revised to correct a typo in section b5 consumer posted a review on facebook.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a comment on an orasure technologies, inc. Inteliswab facebook post stating: "my son came was given a pcr test which came back positive, we had one of these took it the same day and it came back negative. I really doubt the effectiveness of these at home tests."